Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir and checked o-rings/stopper groove for anomalies, and none were found. Conducted testing for leaks, and none were found.

Event description:
The customer reported via phone call that he changed his set and was unable to manually prime. The customer was advised to disconnect and reconnect and perform manual prime; customer was unable to push the plunger and then he stated that insulin began leaking out the reservoir snap cap. The customer discarded the reservoir. The customer stated the barrel did not have any cracks. Customer would be returned for analysis.